Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) had shown 100% on the recharger app and the dbs therapy app for the "last 2 weeks". The patient didn't know the circumstances that led to this. The patient did say that right before they noticed the battery staying at 100%, they had 'fallen asleep' while charging so they had charged for a long period of time than they normally did. The patient's settings were lowered ("by one notch") a week or so before the patient noticed the implant was depleting quicker. No falls/trauma reported. The patient said that normally ins would be charged up to 100% and then would "immediately" go down to 75%, so patient was typically charging daily. During the call, the handset was powered down and back on and patient checked implant battery status on both the recharger app and patient therapy app; both apps showed implant was on and at 100%. The recharging app did not show "fully charged". It was reviewed how apps present implant battery level (i.e., 100% can be anywhere from 76-99% and that when the patient saw "fully charged" that was when implant battery would truly be 100% topped off). No issues were seen with the external equipment. The issue was not resolved. The caller was advised to charge implant to fully charged, then refrain from recharging implant or "checking implant" with the wireless recharger (as patient had been putting on wr) and would give the ins time to deplete like normal. The patient said they would call patient services if they weren't able to get implant to 'fully charged'. It was reviewed for patient to follow up with their healthcare provider if the implant battery doesn't start depleting as it typically does. No symptoms were reported.